Manufacturer narrative:
Patient information: no specific patient information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated potassium on architect c4000 processing module for one patient during comparison with multiple analyzers. The results provided were: on (B)(6) 2022 sid (B)(6) =7.3 mmol/l /repeated on another architect c4000=3.8 mmol/l there was no reported impact to patient management.

Manufacturer narrative:
The field service representative (fsr) inspected the analyzer determined cuvette washer was loose, not aligned with the cuvettes and leaking from nozzle one. The fsr replaced the tubing, peristaltic head (rohs) (7-35009685-02) which resolved the issue. A review of the architect c4000 processing module, serial number (B)(6). Service history found no contributing factors on or around the date of the complaint. A review of tracking and trending of the architect c4000 processing module or the parts, did not identify any trends associated with the complaint issue. A review of historical data revealed no trends, systemic issues, or related non-conformances. The architect system operations manual addresses operational precautions and limitations and troubleshooting of the fluidics subsystem. The architect c4000 system service and support manual provides removal and replacement procedures for the tubing, peristaltic head (rohs) (7-35009685-02). A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the architect c4000 processing module, serial number c401063, or the tubing, peristaltic head (rohs).